Event description:
The following has been reported: biomed reported: a pump problem error and stating service is needed. No known delay in care and no known patient harm. A preliminary review of the logs identified the following issue: fail stop, cause unknown unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.